Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2019. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.